Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High-frequency noise on the atrial and ventricular channels was seen in recordings transmitted to home monitoring, which may have been attributable to emi. Two shocks were delivered due to oversensing. Lead evaluation in office was recommended. Lead remains implanted. Should additional information be received, this file will be updated.